Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained as the device has been discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath a burr was seen on the tip of the dilator. The damage on the dilator was believed to have been present when the sheath was opened by the user, there was no damage to the packaging of the sheath. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Updated field d4: lot number and unique identifier (UDI) information.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath a burr was seen on the tip of the dilator. The damage on the dilator was believed to have been present when the sheath was opened by the user, there was no damage to the packaging of the sheath. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained as the device has been discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. The sheath and dilator were not returned for analysis as they were discarded, however, images of the dilator were provided to investigators. The images did show damage to the dilator. Based on all the available information the damage was able to be confirmed, however, without analysis of the actual device investigators were unable to determine the most likely root cause for the damage.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath a burr was seen on the tip of the dilator. The damage on the dilator was believed to have been present when the sheath was opened by the user, there was no damage to the packaging of the sheath. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.